Event description:
Threaded lok disconnected. Mom picked up her son. I.v. Came apart at threaded lock cannula (previously the i.v. Was screwed into the cannula). Rac was clamped immediately, but blood did back flow into cap.